Event description:
These valves were at high risk for strut fracture per notification from device to the pt. Upon consultation with cardiologist, pt decided he wanted valves removed and replaced with another co's device.